Manufacturer narrative:
No conclusion can be drawn due to no additional information available on this international case.

Event description:
The customer reported when the screen is turned on, the equipment freezes. No report of pt injury.